Event description:
It was reported that a right ventricular (rv) lead had a fracture, high thresholds, high impedance, short interval counts (sic), and ventricular over-sensing (vos). The lead was explanted and replaced. There was an exit block from the rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).